Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure extending from the sfa to the popliteal artery, the pta balloon allegedly became caught on the guidewire during retraction; therefore, the balloon and the guidewire were retracted as one unit. It was further reported that upon removal of the balloon catheter an alleged break was identified on the catheter; therefore, another pta balloon was used and the procedure was continued resulting in vascular patency. Reportedly, a vascular stent was placed in the lesion and the procedure was completed.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the catheter was returned in two segments. The first segment contained the hub, measured approximately 114.1 cm from the point of detachment to the strain relief, and contained approximately 1.6 cm of balloon. The second segment measured approximately 40.8 cm in length and contained the distal tip and the remainder of the balloon and inner lumen. A circumferential rupture was identified at the location of the balloon detachment. Balloon bunching was noted near the distal tip, likely indicating retraction issues. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: functional testing could not be performed due to the condition of the returned sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a balloon detachment, circumferential rupture, and retraction issues based on the condition of the returned sample. The investigation was inconclusive for device-device incompatibility due to the poor sample condition (i.e. Balloon detachment). Per the reported event details, the patient anatomy was calcific and tortuous. Therefore, it is possible that patient factors contributed to the event. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current (B)(6) IFU (instructions for use) states: warnings: - to prevent vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. Select a balloon size so that its inflated balloon diameter does not exceed the minimum vessel diameter when diameters of a target vessel vary. [Or, it can cause vessel injury.] - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can cause vessel damage and the catheter can result in tip or catheter breakage, catheter kink or balloon separation.] - do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] - careful attention must be paid to the dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture.} prohibitions: - do not reuse. - do not resterilize. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure extending from the sfa to the popliteal artery, the pta balloon allegedly became caught on the guidewire during retraction; therefore, the balloon and the guidewire were retracted as one unit. It was further reported that upon removal of the balloon catheter an alleged break was identified on the catheter; therefore, another pta balloon was used and the procedure was continued resulting in vascular patency. Reportedly, a vascular stent was placed in the lesion and the procedure was completed.